Manufacturer narrative:
This is a duplicate report of 1818910-2017-11794. 1818910-2020-08630 is being retracted as it is a report duplication. 1818910-2017-11794 will be kept for investigation purposes.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After review of medical records patient was revised to address failed total hip arthroplasty on the left secondary to metal on metal reactive bone and soft tissue disease. There was also pain reported. Revision notes reported that there was extensive metallosis reaction of the soft tissue. The pseudotumor was visible within the trochanter region at the level of the band and extended proximally and distally. The entire trochanteric region had been destroyed by the pseudotumor and lost the attachment of the adductors and bone erosion of the trochanter. There was also significant amount of fluid reaction involved which was grey and cloudy. Cup and screw were also removed. Doi: (B)(6) 2007; dor: (B)(6) 2014; (left hip).